Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 16 samples were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 301866 and lot number 183969 for investigating the reported defect. The samples received for investigated have confirmed the defects reported by the customer. There are multiple defects reported in this complaint. The probable root cause of the foreign matter (black spot, hair, loose particle) - dragging of bins on floor and overfilling of syringe hopper. Actions taken trolley to be designed to carry bins from m&a machine to blister pack machine 2 bins (10000 syringes) will be filled in hopper at a time and maximum level indicated in hopper to be marked. To update preventive maintenance checklist to include cleaning of syringe loader parts such as fingers, plate. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 13530 discardit ii 2 ml with 25g x 1 syringes had foreign particles in them, including black spots and hair. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "syringes received with foreign particles, black spot, hair particle, marketing defects, no needle, double needle , blister leakage, damaged syringe."